Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the display lens was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored and the display lens was cracked. A test screen was inserted and was found to function properly. Unrelated to the display issue, an internal motor failure was found when the pump was opened and tested. Also, unrelated to the display, evaluation revealed that the battery compartment was cracked at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).